Event description:
It was reported that (1) lcs6s used during an unknown procedure. It was reported by the affiliate that the device would not activate the blade. Opened another device to complete the case. There was no consequence to pt.